Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007, the patient was pre-operatively diagnosed with: l5-s1 recurrent disc herniation and discogenic back pain with radiculopathy. L4-l5 degenerative disc with mild lateral recess stenosis. He underwent the following procedures: l5-s1 decompressive laminectomies with bilateral l5-s1 facetectomies and foraminotomies with bilateral discectomies. L5-s1. Posterior lumbar interbody fusion and posterolateral fusion with rhbmp-2/acs and morsellized local bone on bilateral interbody cages. L4-s1 segmental pedicle fixation with pedicle screws and non rigid fixation at l4-l5 with bilateral dynamic stabilization rods. Intra-operative fluoroscopy for placement of pedicle screws and interbody cages. As per the op-notes, ¿once the exposure was complete, fluoroscopy was again used to aid in the placement of bilateral pedicle screws at l4, l5 and s1; 6.5 mm diameter screws were used at all levels. Interbody trials were used to distract and measure the interspace. A 14 mm high x 32 mm length cage was chosen. Rhbmp-2 and collagen sponges were then placed into the anterior and lateral disc space bilaterally and morcellized local bone from the decompression was prepared in a bone mill and placed into the disc space. The cages were packed tightly with the morcellized local bone and then a cage impacted into the l5-s1 disc space on the either side. The disc space was filled with bone graft. Dynamic stabilization rods were then measured from l4 to s1; the screw heights were adjusted for a relaxed fit of the rod into the top loading screw heads. A 70mm length rod with a 10mm motion segment at the l4-5 segment was placed bilaterally. Small amount of the distraction was applied across the l4-5 segment and, while under distraction, the rods and scre ws were secured. At l5-s1, the segment was placed in compression and the screws secured to the rods. A cross-link was then placed at l5-s1. A high speed drill was used to decorticate over the posterolateral spine and a strip of rhbmp-2/acs with morcellized local b one was packed over the posterolateral spine for fusion.¿ no patient complications were reported. On (B)(6) 2009, the patient was pre-operatively diagnosed with degenerative disc disease with intractable back pain and failed hardware posteriorly. Indications for procedure: the patient had had some disk problems in the past, he had been fused, which failed and the patient has now presented for a refusion of the l4-5 disk space. It was also noted that the motion-sparing device placed atop of the fusion construct failed with the cable connecting the pedicle screws had broken. He underwent 360 degree fusion l4-l5 with hardware removal and replacement of instrumentation posteriorly. As per the op-notes, ¿once an adequate discectomy had been performed and the end plates prepared for fusion, the trial implants were placed and felt to be filled best with a 16 mm peek cage, the cages were then opened on the back table and a large rhbmp-2/acs had already been opened and soaked on the back table. The cages were then packed with the rhbmp-2/acs and some hydroxyapatite/coral granules and the rhbmp-2 collagen sponges were then packed around the cages. The patient was then transferred to prone position on the osi jackson frame and utilizing the scar from previous incision the lumbar spine was opened dissecting the paraspine musculature and scar tissue off of the remaining posterior spinal elements exposing the broken hardware. The locking caps were then removed bilaterally as well as the cross-link. Once this was complete the broken portions of this motion preservation device were removed and handed off on the back table. The screws at l4 and l5 bilaterally were checked and felt to have good purchase still. Once this was completed 60 mm lordotic rods were then placed within the saddles of the pedicle screws from l4-s1. The facet joints were decorticated using a high speed bur and small amount of rhbmp-2/acs was packed within the decorticated portion of the facet joint.¿